Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was notified that the patient underwent an MRI procedure and the device internal magnet flipped over. The patient reportedly experienced pain. The recipient underwent magnet revision surgery. The patient is being monitored.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Bandaging protocol was reportedly used during the MRI procedure. On (B)(6), 2022. The recipient underwent magnet revision surgery. The explanted magnet was discarded and will not return to advanced bionics for analysis. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.